Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother called to report a leak in the reservoir compartment. Customer's blood glucose reading was between 436 and 460 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced. Customer's mother stated that the reservoir leaked inside the insulin pump and on the bed. Customer's mother stated that the reservoir was totally empty. Customer stated that he saw a space between the reservoir and the piston when he was filling the reservoir. Product is being replaced.